Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on the evening of (B)(6) 2017, the patient implanted with the subject ICD went to emergency room because the ICD was delivering many inappropriate shocks. A lot of noise on the rv channel caused rv oversensing. The 224 vf episodes were recorded, as well as 60 shocks and 2 atps. Rv impedance and rv coil continuity measurements were lower than after the implantation. A re-intervention was performed on (B)(6) 2017 and a new rv lead was implanted. The subject ICD was also replaced and will not be returned. Preliminary analysis results showed that the reported behavior most probably resulted from a lead issue or a lead/ICD connection issue at ventricular level.

Event description:
Reportedly, on the evening of (B)(6) 2017, the patient implanted with the subject ICD went to emergency room because the ICD was delivering many inappropriate shocks. A lot of noise on the rv channel caused rv oversensing. 224 vf episodes were recorded, as well as 60 shocks and 2 atps. Rv impedance and rv coil continuity measurements were lower than after the implantation. A re-intervention was performed on (B)(6) 2017 and a new rv lead was implanted. The subject ICD was also replaced and will not be returned. Preliminary analysis results showed that the reported behavior most probably resulted from a lead issue or a lead/ICD connection issue at ventricular level.